Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported that the lead sheath separated at the base of the external electrodes leaving the wires exposed after tunneling and preparing to insert the ins. The lead was removed and replaced and the issue was resolved. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.